Manufacturer narrative:
Engineering evaluation noted that the reason for the "injuries" reported could not be determined due to the lack of information provided.

Event description:
Patient reported she received injuries from the optetrak tibial tray. She was not specific in what the injuries were.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient reported she received injuries from the optetrak tibial tray. She was not specific in what the injuries were.